Event description:
The pt reported experiencing elevated blood glucose of approx 500 mg/dl for the past 4-6 weeks. The pt felt nauseous and sick. He attempted to lower his blood glucose by using the infusion device with no success. He also injected insulin via pen. At times the cannula of the infusion st is bent and the mother believes the infusion device does not properly display the e4 (occlusion) error. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in a supplemental report.